Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements from zero to greater than 200 ohms. Troubleshooting options were discussed. A surgical revision was performed and the device and lead were explanted and replaced. No additional adverse patient effects were reported.